Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the pump cartridges were not fitting properly in the pump and the touchscreen was cloudy making it "really hard to read". There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support, customer did not reply.